Manufacturer narrative:
(B)(4).

Event description:
The customer initially reported that the procell reservoir cups were being filled with bubbles/foam after a few hours of analyzer operation. The customer stated that this issue has been going on for approximately a week and a half. The customer would perform maintenance on the analyzer and the cups would be cleaned out after doing this, but the issue would return after a few hours of operation. The customer verified that the reagent was low, but not empty and that the probe was sitting all the way within the reagent bottle. The customer stated that there was not any air in the lines. The customer stated that while having this issue, they had erroneous results reported outside of the laboratory for two patient samples tested for thyroxine (t4). The first sample initially resulted as 7.93 ug/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 13.31 ug/dl. The repeat result was believed to be correct and a corrected report was issued. The second sample initially resulted as 7.42 ug/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 19.37 ug/dl. The customer also provided a value of 17.4 ug/dl for this same sample, but was not sure which instrument this result came from. The repeat result was believed to be correct and a corrected report was issued. The patients were not adversely affected. The t4 reagent lot number was 18284503, with an expiration date of 05/31/2016. The field service representative determined that the procell reagent filter was too loose. He tightened the filter. The customer ran quality controls.